Manufacturer narrative:
The implantable neurostimulator (ins) passed functional testing. A lab functional test determined there was good s table output on the electrode pairs the ins had when it was received. A lab functional test determined there was good stable output on all electrode pairs. Analysis determined there were no issues when pressing on the ins can. Analysis determined the telemetry was acceptable. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Healthcare professional (hcp) responded to a letter. The device was explanted because of retention and incontinence returned four years after placement. The patient also reported losing 80 pounds. Cause of the device failure/malfunction is unknown. Patient weight was given at the time of the event. The patient's status after explant was the return of ins function without symptoms. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care professional (hcp) regarding a patient with an implanted neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal /pelvic floor therapy. It was reported that the patient¿s device was explanted due to device failure or malfunction. No further complications were reported or are anticipated.